Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose level was 300 mg/dl. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusions.